Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported hemostasis valve break. The reported leak appears to be related to the reported broken hemostasis valve. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a steerable guide catheter (sgc), fluid loss from the hemostatic valve was observed, and air was noted inside the guide. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was not used and was replaced. It was noted that hemostatic valve was broken. There was no clinically significant delay in the procedure.